Event description:
Proximal portion of intra-aortic balloon pump catheter ruptured, leaked, in ICU pt s/p: name of procedure: triple coronary bypass grafting utilizing saphenous vein grafts to left anterior descending, diagonal and circumflex. Aortic valve replacement with a size 25 trifecta bioprosthesis. Amputation of left atrial appendage. Insertion of central venous pressure line via right subclavian vein. Insertion of left femoral arterial line.